Manufacturer narrative:
(B)(4). A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 which resulted in an incomplete flap in the right eye (od), as the patient steamed up the patient interface with breath. The procedure was switched to photorefractive keratectomy (prk) in od, the same day and was successful. The left eye (os) was completed with lasik. It was stated that the patient had no of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. All symptoms resolved on (B)(6) 2021 and patient is doing well. Bcva from (B)(6) 2021. Right eye pre-op 20/25 4.00 x -.25 x 2, left eye pre-op 20/15 3.00 x -.50 x 20.